Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to reproduce the reported issue. Proper operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had locked-up while attempting to monitor ECG. In this state, the device could not be used to provide therapy, if it were needed. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had locked-up while attempting to monitor ECG. In this state, the device could not be used to provide therapy, if it were needed. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.